Event description:
On (B)(6) 2013, the patient reported that the up and down buttons on his infusion device were only functioning intermittently and the rubber covering of the buttons was cracked. The patient is able to see the metal part of the button under the rubber covering. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the products have not been returned for investigation and the production data fulfill the product specification, the complaint could not be replicated.